Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. .

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, and dyspareunia. It was reported that the patient underwent mesh excision/removal of vaginal mesh on (B)(6) 2013 due to pain. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent bladder repair and mesh removal on (B)(6) 2013 due to erosion and bladder stone. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy, right salpingo-oophorectomy, and cystoscopy, due to endometriosis, dysmenorrheal, right lower quadrant pain, and stress urinary incontinence.